Event description:
It was reported that the right ventricular (rv) lead has gradual rising in rv threshold and rv pacing impedance since september 2024 and both are now high. There have also been 41 short v-v intervals too but no more noted. Mineralization/encapsulation of the ring electrode/conductor is suspected. The rv lead was reprogrammed, remains in use, and will be monitored closely for any more changes. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: ddmc3d4 ICD implant date: (B)(6) 2019; 5076-52 lead implant date: (B)(6) 2019. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.